Event description:
It was reported that right ventricular (rv) lead dislodged. The lead was explanted and replaced. The patient is in stable condition.

Event description:
New information received noted that there is no capture at an in clinic follow up visit.